Event description:
It was reported that the atrial lead had high threshold. The lead appeared to be pulled back on fluoroscopy and there was no suture around the lead/suture sleeve when the pocket was opened for the device change out. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.